Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI implantable port kit was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the reported failure to advance and physical resistance and the identified stretched issues, as the guidewire was noted to be stuck within the introducer needle. Uncoiling was noted throughout the guidewire, distal to the introducer needle hub. A core wire was noted to be exposed from the uncoiling area of the guidewire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 04/2024.

Event description:
It was reported that during a port placement procedure, the guidewire was allegedly stuck and unable to advance through the introducer needle. There was no reported patient injury.